Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during device preparation, the protective stylet of the 2.75x48mm xience xpedition drug eluting stent (des) could not be removed. The des was not used in the procedure. There was no patient involvement and no clinically significant delay in the procedure. Another xience xpedition was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficulty to remove could not be confirmed due to the condition the device returned for analysis. Additionally, marker band damage was noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty to remove the stylet. The noted marker band damage appears to be related to operational context. This damage is consistent with the reported difficulty to remove the kinked stylet. It is likely the kinked stylet portion passed through the skive reshaping it and stopped at the proximal marker causing split damage. There is no indication of a product quality issue with respect to manufacture, design or labeling.